Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd micro fine plus¿ pen injector needle was involved in a allergic reaction. On (B)(6) 2018 the patient reported discomfort in her esophagus, red bumps, and bruising after injection. On (B)(6) 2018 the costumer said she went into anaphylactic shock and her esophagus started to close. Customer went to the emergency room and was held there for observation on (B)(6) 2018. She was released on (B)(6) 2018. Doctors could not determine the cause of the reaction. On (B)(6) 2018 her pharmacist switched her to lantis, but customer is still getting bumps and bruising. Customer is concerned about continuing to use the bd product.